Event description:
(B)(4). Essure implants (B)(6) 2010. Have been experiencing unexplainable, non-stop gastrointestinal pain and other health problems for approx 4 yrs, despite thousand of dollars of endless tests with a gi specialist, pcp and gyno. My gi health has worsened dramatically in the past 12 months, requiring additional gi tests and biopsy. A recently viewed flat panel xray from (B)(6) 2014 shows my left coil very clearly folded in half, and possibly stuck in my ovary, which I regularly, very clearly feel poking me from the inside. All of my ice pick stabbing pain is on my left side, from sternum to uterus, including lactating (though I also have some lactating from my right and no pituitary tumor per MRI and normal prolactin levels.) All blood tests are normal. Biopsy negative. Enteroscopy, colonoscopy, small bowel follow through, pill-camera swallow, etc, etc, etc, all normal results. I am (B)(6) yrs old, weigh (B)(6), and always in excellent health prior to this essure procedure including two healthy pregnancies and vaginal deliveries with absolutely no complications. I am currently seeing a new gynecologist (as opposed to my prev. Gyno, an essure implant dr, who said my symptoms are "normal," that my problems are due to being over (B)(6), that my previous xrays are unreliable, that pathologists aren't doctors and don't know what normal is as she completely dismissed my path reports noting large, numerous bilateral ovarian cysts, said my debilitating periods and associated month-long pain are normal, and nearly 3 yrs of lactating are also normal. She's a condescending, money-hungry dr who should not have a license to practice). My current gyno says a hysterectomy of some degree is necessary to get the coils and floating fibers out as soon as possible. Says at the very least my tubes and uterus. 4 yrs of increasing poor health issues are not good and something must be done. All previous medical records, tests, results are being sent to him from my gastro dr and at that time the gyno will order more tests and imaging to start the step towards essure removal.

Event description:
(B)(4). Partial hysterectomy changed to full hysterectomy, plus both fallopian tubes, and one or possibly both ovaries due to endometriosis and a hemorrhagic cyst, bilateral cysts, and fibroids. Full hormone panel still normal (the second hormone panel in six months.) Pre-op flat panel x-ray (B)(6) 2015 shows the left, previously "bent in half" coil stuck in the wall of my uterus is now looped around on itself end to end. I would attach the x-ray here if there was an option for it. The coil has clearly been on the move since the (B)(6) ultrasound. The pain is almost unbearable nearly 24/7 and with surgery less than a week out, I am not allowed to take anything except useless tylenol. My belly still progresses from (B)(6) when I wake in the morning to about (B)(6) at bedtime, even when I eat lightly or nearly nothing and have no bowel issues. My clothing choices in my closet have been narrowed down from a great selection of fashionable styles to soft, stretchy leggings and oversized shirts. Even my elastic-waisted shorts are too tight and cause discomfort. Back spasms continue. Since (B)(6) 2015, a combination daily dose of zyrtec, omega complex and probiotic with emu oil, have helped diminish migraine headaches and relieve just enough pelvic inflammation for me to have normal bowel movements without daily laxatives, for the first time in about 3 yrs.

Event description:
(B)(4). Add increased, continuous pelvic and abdominal inflammation (I look 4-5 months pregnant); lower back pain and severe, sometimes crippling, spasms; spotting after intercourse; continuous headaches; left hip joint inflammation. I have always been allergic to surgical tapes/adhesives containing pet (rash, blisters, location "fever"), yet no concern was expressed by my implant dr in 2010. Now it is a serious concern by both of my current drs.

Event description:
(B)(4). Recent follow-up blood panels and hormone panels are all still normal. One month ago, I experienced a sharp, sudden burst/pop near my left coil. A recent ultrasound with an experienced tech now shows the coil has perforated my fallopian tube, penetrated my uterus and is now lodged in the wall of my uterus. The coil is no longer even in my tube. I have been advised to use "backup birth control." The ultrasound also shows other bilateral cysts, fibroids and a hemorrhagic cyst near the left ovary, presumably near the perforation. My lower abdomen continues to be swollen daily, making me look about 5 months pregnant, and gets progressively larger throughout the day. At (B)(6) and (B)(6), it is very noticable and the hard pressure of my pelvic area is physically uncomfortable daily. The left coil continues to stab me all day, every day and it is very painful. I am scheduled for a partial hysterectomy and bilateral salpingectomy, provided I can come up with (B)(6) in the meantime for the hospital to proceed with scheduling.